Event description:
Obstruction, dense adhesions. A male pt rec'd 5 sheets of seprafilm following a resection and colostomy for rectal sigmoid cancer. Approximately two months later the pt was reoperated upon for obstruction. Upon re-operation adhesions were found where seprafilm had been applied. The event was considered probably related to seprafilm by the reporting physician.